Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was not completed as call was disconnected. The insulin pump will not be returned for analysis.